Event description:
Reported via clinical study it was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine two (2) month follow up computed tomography (CT) imaging, a laminar thrombus was noted on the atrial facing surface of the watchman closure device. The maximum area of thrombus was listed as 0.22cm. There was no device leaks noted. The physician changed the patient medication regime from dual anti platelet therapy (dapt) to eliquis 2.5mg and will have repeat imaging in two (2) months. It was further reported that on (B)(6) 2025 the patient has a transient ischemic attack (tia). It was suspected it was caused by the thrombus on the device. The patient was discharged on (B)(6) 2025 and will continue on oral anticoagulation (oac) medication.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code added.

Event description:
Reported via clinical study. It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine two (2) month follow up computed tomography (CT) imaging, a laminar thrombus was noted on the atrial facing surface of the watchman closure device. The maximum area of thrombus was listed as 0.22cm. There was no device leaks noted. The physician changed the patient medication regime from dual anti platelet therapy (dapt) to eliquis 2.5mg and will have repeat imaging in two (2) months.